Manufacturer narrative:
Our field service engineer could not reproduce the reported issue. The ventilator passed all safety and functional tests and was cleared for clinical use. Provided ventilator logs were reviewed. Several alarms were generated on the reported event date indicating a leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume low and respiratory rate high. Generated alarms had been silenced by the user. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. Successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but they were most probably due to leakage.

Event description:
It was reported that the ventilator showed discrepancy between inspiratory and expiratory tidal volumes. There was no patient harm. Manufacturer's ref #: (B)(4).